Event description:
The pt experienced a loss of effect and impedance measurement results were > 4000 ohms. During an implant procedure, the physician connected the new lead to the implanted neurostimulator but it was not possible to obtain impedance measurements. Readings of "???" With case to electrode 1 and case to electrode 2 were seen. The physician decided to replace the neurostimulator as well. The pt was reported as doing well.

Manufacturer narrative:
(B)(4).